Event description:
Related manufacturer reference number: 2017865-2023-36042. It was reported a patient's right ventricular (rv) lead presented with variable capture due to dislodgement, confirmed via x-ray. This was addressed during a procedure on (B)(6) 2023, in which the implantable cardioverter defibrillator (ICD) lost bluetooth connection. The ICD and rv lead were both explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of ble telemetry issue could not be reproduced in the laboratory. Upon receipt, the device was above elective replacement indicator (eri). Both ble and inductive telemetry functioned normally throughout testing in the laboratory. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.